Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced discolored / abnormal additive form. The following information was provided by the initial reporter. The customer stated: this is a report about suspected edta2k coated onto tube. Analysis on the sample of the tube for biochemistry (cat#367986) collected from the user yielded the result that the sample contained edta2k (anticoagulant). The tube (cat#367986) is supposed to be coated with coagulation accelerator only. According to the report from the user¿s side, there was no problem with manipulative techniques for blood collection.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of edta contamination in sst tube. Bd was not able to identify a root cause for the indicated failure mode as edta tubes are not manufactured at the same site as this sst material number. Therefore, there is no edta at the facility and no chance of contamination from manufacturing.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced discolored / abnormal additive form. The following information was provided by the initial reporter. The customer stated: this is a report about suspected edta2k coated onto tube. Analysis on the sample of the tube for biochemistry (cat#367986) collected from the user yielded the result that the sample contained edta2k (anticoagulant). The tube (cat#367986) is supposed to be coated with coagulation accelerator only. According to the report from the user¿s side, there was no problem with manipulative techniques for blood collection.